Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain surgery, that the probe failed due to teflon pad wear. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad of the grasping section was worn. There were contact marks on the surface of the probe and the grasping section. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.